Event description:
As reported by the user facility: reports the set came apart, and the surgeon lost approximately 50cc's and the reporter lost approximately 40cc's from her syringe. The reporter stated she had tightened the connection prior to the case. The customer has discontinued using the 490233 IV tubing set because of the disconnection issues.

Manufacturer narrative:
(B)(4). Multiple follow-up attempts to the facility to obtain additional info were unsuccessful. The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. It is indicated on the instructions for use (IFU) for the reported product catalog number, "tighten luer lock connection (s) on removable component (s) before use." While the reporting facility indicates they did tighten the connections, the measure of tightness cannot be confirmed. If additional pertinent information becomes available, a follow-up report will be filed.